Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six weeks post implant that the patient developed an infection that was expected to worsen. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.